Manufacturer narrative:
H.6. Results code 1 updated. H.6. Conclusions code 1 updated. H.6. Conclusion code 1: code 22 - according to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma such as dissection. Furthermore, the gore® dryseal flex introducer sheath IFU states that careful evaluation of vessel size, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If the vessel is not adequate for access, vessel damage may result.

Manufacturer narrative:
Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. It was reported that the patient had a pre-existing focal dissection of the right common iliac artery. All stent grafts were deployed successfully. During closure of the access site, it was confirmed that the pulse in the patient's right leg was weak. Angiography confirmed that the focal dissection of the patient's right common iliac artery had extended to the patient's right external iliac artery. The physician stated that, as the patient had a pre-existing focal dissection, it may be considered that the dissection had progressed at some point. An additional stent graft and a metal stent were deployed to extend the device to the patient's right external iliac artery. The patient tolerated the procedure.